Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. There was blood on the distal conductor of the lead and it was obstructed. The distal conductor of the lead became extrinsically distorted due to kinking/buckling, pulling/stretching/overstress, and stylet/guidewire coating. The distal conductor of the lead became extrinsically fractured due to pulling/stretching/overstress. There was blood on the lv2 (low voltage 2)/proximal, lv3 (low voltage 3), and lv4 (low voltage 4) conductors and they were obstructed. The distal, lv2/proximal, lv3, and lv4 conductors were obstructed due to a stylet/guidewire stuck in the lumen. Visual summary analysis of the lead indicated damage at implant. Concomitant medical products: 694765, lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported that during the implant attempt, the guidewire doubled back into the distal lead and became lodged in. The left ventricular (lv) lead was removed from the patient and the guidewire could not be withdrawn from the lead. The lv lead was not implanted and a different lead was used. No patient complications have been reported as a result of this event.